Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that they started the trial yesterday and were still going to the bathroom a lot and had a burning sensation at the end when they urinate and they weren't sure if ens is supposed to help this. The patient said they were told they would be getting calls and have not gotten a call. The patient wanted to know when to expect the ens to start working. The patient was redirected to their healthcare provider (hcp) to further address the issue; patient stated their hcp wasn't in today. Email sent to field staff notifying of trial patient with questions. Additional information was received from the patient. They reported that the patient hadn't noticed therapeutic benefit yet, noting that it still burns when they urinate and they still urinate pretty often. The patient also mentioned that they weren't feeling stimulation. Agent reviewed stimulation expectations. The patient's hcp lowered the amplitude to make it more comfortable for the patient and advised the patient to "give it a few days." The patient said they go back next tuesday for their follow-up appointment. Today the patient noticed the ens site was very itchy and suddenly felt like there was a bump which turned into a blister. The patient thought it was because the manufacturing representative (rep) put tape over the ens too tightly. The patient said they had an open cut on their back so they went back to their hcp. The hcp took part of the tape off which caused irritation because the pressure was so tight. The patient said they felt like they were on fire when the hcp touched the ens site. The patient was advised to put a cream on the area but that burned, so they put petroleum jelly on the area which did not burn. However, the patient said they still had an open cut at the ens site which they didn't think was an open cut while they were at the hcp's office. The patient mentioned they said they hope they didn't get an infection. The patient was advised to further address this concern with their hcp. Agent emailed the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.